Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver charged and booted up. The receiver download was retrieved and attached. The log was downloaded and reviewed finding no errors related to the complaint. The receiver case was not opened for an internal visual inspection. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of receiver ceased to function was not confirmed. A root cause could not be determined.